Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Event description:
The customer reported that the tubing leaked while connected to a patient. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. During pressure testing a leak was observed at the engagement between the male luer of the extension set and the female port of the maxzero component. Closer inspection of the maxzero under a lab microscope observed a microchannel that was allowing fluid to leak out. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process.